Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk pelvic mesh device on (B)(6) 2009 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered injuries including, infections, pain, mental anguish, discharge, and multiple corrective surgeries. Plaintiff's attorney also alleged plaintiff has sustained severe and permanent pain, suffering, and disability.